Event description:
It was reported that when starting a shoulder arthroscopy case, plugged 1088 camera into stryker camera box and was unable to obtain a picture. Took that tower out of services and plugged the camera into another tower. Started surgery using the 2nd video tower without problems. Allegedly, about 35 minutes into the procedure, the video screen went blank. Attempted to trouble shoot problem without success. Removed tower from service and converted to open shoulder procedure.

Manufacturer narrative:
Additional info will be provided once investigation is completed.